Event description:
It was reported that the monitoring kit was connected to the umbilical artery line of a pt. The solution infusion was 1/2 normal saline at a rate of .5cc to 2cc/hr via a syringe pump. The transducer was pole mounted. It was reported that the physician accidentally knocked into the pole mounted transducer and the set "separated" between the two stopcocks distal to the transducer. The nurse immediately reconnected the two stopcocks. There was no report of bleed back or blood loss. A new monitoring kit was primed and connected to the pt. There were no reported adverse pt effects and no further medical intervention were required.